Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized for an ear infection with possible mastoiditis and treated with IV antibiotics (type not reported.) The implanted device remains.